Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's spouse was sent a report by the customer's doctor and that the insulin pump was not working, boluses were not being recorded, and that the dual square wave is not being delivered correctly. It was reported that the customer's spouse did not have the insulin pump during the call and was advised they needed it to be present for the troubleshooting. It was indicated that the customer will have wife call. It was reported that the customer's mother called back to report a keypad anomaly. It was stated that the keys on the insulin pump were hard to push to get them to work. Button error/keypad anomaly was performed. The customer's blood glucose level was unknown at the time of the incident. It was stated that there was no significant event leading to the keypad issues and that the clock on the insulin pump advanced when observed for one minute. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was also mentioned that a square bolus was programmed for two hours but the insulin pump changed it to two minutes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin ump received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked keypad connector. Pump received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.